Event description:
It was reported that during a tympanomastoidectomy surgical procedure, it was observed that the motor device displayed an ¿e5 error, which indicates a fault in the handpiece¿. There were no delays to the surgical procedure as an identical spare device was available. The surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.